Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in china, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. After valve deployment and removing the esheath, it was realized that the distal tip was damaged. The distal tip was torn as per the pictures provided. During the procedure, there was some resistance during esheath insertion and advancement of the delivery system through esheath. There was no harm to the patient.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. Imagery was provided and revealed the following: presence of tortuosity in patient's access vessels. Minimum luminal diameter (mld) was large enough for delivery system insertion (greater than or equal to 6 mm). The distal tip was torn radially. The liner appears expanded as designed. The complaints for resistance between system components leading to difficulty advancing through the sheath and difficulty introducing the sheath were unable to be confirmed, while the complaint for torn sheath distal tip was confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following factors were identified as the applicable root cause(s) for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity) may have contributed to the resistance between system components. Per evaluation of the provided imagery, there was presence of tortuosity in patient's access vessels. Patient factors such as tortuous patient vasculature can create a challenging pathway for sheath introduction. Additionally, vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. As such, available information suggests that patient factors (tortuosity) may have contributed to the difficulty introducing the sheath. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip during delivery system advancement, tearing radially the distal tip along the distal edge of the liner. Additionally, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity). However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.